Event description:
Md using bander and when the device was deployed to band no band deployment occurred. The md repeated the process to deploy the band a second time without success. After removing the scope, blue bands were found entangled with a broken white band. A new bander was used in procedure.